Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the patient currently had 80% tremor relief and no complaints.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that at implant of the patient¿s device they hit a vein and the patient had a blood stroke in their head. The stroke occurred during implant, but they didn¿t notice it until the next day, and the patient then had to go into the emergency room. As a result, the patient doesn¿t speak very well when therapy is on, but when therapy is turned down or off they can speak better. When the patient turns therapy down however, their arms start shaking and when their arms are shaking they can¿t eat very well. The patient also reportedly turns stimulation down at night to help them breath better and clear their throat. The patient has been through reprogramming sessions and speech therapy in order to address the speech issue. No complications or further complications were reported.